Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was found that the battery release latch and drawer were locked in place, it was not possible to open the battery drawer. The incoming functional test could not be performed in this situation. The battery contacts were contaminated with a transparent sticky residue and the keypad was damaged.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, even with a new battery, the device turned off without working twice. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.